Event description:
A 3.5mm diameter x 10mm length solstice system balloon catheter was inserted over a qs .010" guidewire to an aneurysm located at the junction of the 1st and 2nd segment of the middle cerebral artery. The balloon was inflated at the site. The physician attempted to deflate the balloon with 1ml, 3ml and 10ml syringes, however, the balloon would not deflate. The inflated balloon was pulled back causing an eversion of the balloon until it could be removed. The entire balloon catheter was removed after a total occlusion time of 15 minutes. This subsequently resulted in the clotting and occlusion of the mid-cerebral artery branches. The pt was given intr-arterial infusions of nimotop and heparin. The procedure was stopped and the pt was sent to surgery for neurosurgical clipping of the aneurysm. The pt had resulting left side hemiparesis which improved days following the procedure.